Manufacturer narrative:
Device passed the self test. Device received with an unresponsive keypad at the "up" button due to moisture damage on the electronic assembly. Unable to perform the displacement test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose was 7.7 mmol/l at the time of incident. The customer also reported that the down arrow did not work either. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.